Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output and an adverse event that occurred on (B)(6) 2016. The patient left for work in the morning, and his blood glucose was in the high 100s. The patient ate some food and took 6 units of insulin. While at work, the patient began sweating profusely, and was unresponsive, so coworkers called paramedics. When the paramedics arrived, the patient's blood glucose level was at 27 mg/dl, so they administered glucagon, and took to the patient to the hospital. He was kept there for 2 hours before being sent home. Additionally it was reported that the patient tested the audio function of the receiver and it did not beep. No further event or patient information was provided. The receiver data log was reviewed on (B)(6) 2016. The reported complaint of no audio ouput could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.